Manufacturer narrative:
B5: additional information received: it was reported the patient survived the laparotomy , but developed intestinal ischemia. A bowel reconstruction surgery and colostomy were performed. The patients general condition then worsened and the patient expired 3 days post the open conversion surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 50mm aaa. It was reported that during the index procedure the delivery system was inserted to just below the renal artery, when deployment began the aorta was dissected. The dissection resulted in major hemorrhage. Intervention was performed via open conversion and an artificial blood vessel (t-tube) was used to stabilize the patient. Per the physician the cause of the dissection was anatomy related. It was noted that the patient had high tortuosity in the aorta. Due to tortuosity the left side was chosen for the approach however, when the delivery system was inserted the vessel shape did not change at all and the vessel remained tortuous. The vessels may have been stiffened by arteriosclerosis or other factors. Because there were many bending points and the blood vessels were stiff, it is thought that the blood vessels could not withstand the changes and transected as they tried to straighten out with the insertion of the delivery system. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.